Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increasing shock impedance measurements reaching out of range. Technical services (ts) discussed possible causes and recommended performing a commanded shock. This lead remains in service. No adverse patient effects were reported.